Event description:
A trilogy100 ventilator was returned to the manufacturer service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the manufacturer service center, error codes was found in the ventilator's downloaded error log (internal battery fault). There were no repairs performed. The device was scrapped.